Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eight (8) years, three (3) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. A 23mm transcatheter valve was implanted in good position. The patient subsequently expired on the same day due to not recovering from the pacing run.